Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported by the caregiver as patient had catheter change or inflammation due to an unrelated medical conditions; however, this could not be medically confirmed, therefore, the cause of the peritonitis was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Extranal therapy remained ongoing. The day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.